Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4) no known impact or consequence to patient the three sid's are: (B)(6). An evaluation is in process.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, a review of labeling and accuracy testing. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. No sample or reagent was available from the customer. File samples of the b-hcg reagent with samples were tested to verify performance of the assay. These samples are serum/plasma samples that mimic human sample and the reagents are stored under tightly controlled conditions. All results were within expected ranges and the accuracy testing met all specifications. Based on all available information and abbott diagnostics' complaint investigation, the assay performed as intended and no product deficiency was identified.

Event description:
The customer observed (B)(6) results on the architect i1000sr analyzer. The following data was provided (miu/ml): sid (B)(6) initial less than (B)(6), confirmed (B)(6) on another method (vidas). Sid (B)(6) initial (B)(6), repeat 959.50, 816.99 (b)(6 , confirmed (B)(6) on another method (vidas). Sid: (B)(6) initial (B)(6), repeat 114.07 (B)(6), confirmed (B)(6) on another method (vidas). Per the package insert, specimens with (B)(6) levels greater than or equal to 25.00 miu/ml will be reported as (B)(6). There was no impact to patient management reported.